Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: event site telephone was shortened due to character limitations. The complete number is: (B)(6).

Event description:
It was reported during a routine inspection performed by the customer, the cardiosave intra-aortic balloon pump (iabp) inflation failed. There was no patient involvement.

Manufacturer narrative:
Corrected fields: (medical device ¿ problem code). Additional contact information: (B)(6). A getinge field service engineer (fse) arrived at the site for inspection, power-on alarm: power-on electrical inspection failed, code #6, entered the background program and was directly prompted to calibrate the touch screen, but the calibration always failed, applied for display console for testing. Customer will not do the repair for the time being because the cost is too high. Device not repaired.